Manufacturer narrative:
Investigation summary a few photos were shared by the customer, where an ICU medical set #12514-01 and unknown bd devices are observed, both are on a sealed package in additional photo a sealed item #12512-01, microclave is observed as well. However, no damage, anomalies or issues are observed. The complaint of leaks on item 12512-01 cannot be confirmed. Without the return of the used sample, a comprehensive failure investigation cannot be performed, and probable cause cannot be determined. The DHR review couldn't be performed due to the lot number for this complaint was unknown.

Manufacturer narrative:
While the lot number is unknown a possible lot number is 13701450: - manufacturing date: 11 jul 2023 - expiration date: 1 jul 2029 the device is not available for investigation. Upon completion of the investigation a supplemental MDR will be submitted.

Event description:
An event regarding a microclave¿ clear neutral connector experienced leakage. It was reported that there was leaking in IV's. There were 27 incidences occurred in the emergency department of the facility within the past two weeks. There was patient involvement and unknown human harm. This event occurred in the ER - b pod. Update: the reported issue involved difficulty in connecting or tightening the connectors of the device, which resulted in leaking from the ivs it was used with. Evidence of leaks was observed beneath the tagaderm sticker used to cover the IV and connector. Packaging is not routinely saved for IV starts and lot numbers are not routinely recorded for this supply type. There was no human harm and no delay in therapy.